Event description:
It was reported that the gastrointestinal videoscope exhibited scope communication error (b30). The issue occurred during service/maintenance activities. There was no patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.